Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump may have under delivery the insulin. The customer reported that she had inserter the reservoir while set change at first , the reservoir did not turn all the way. The customer reported high blood glucose of 9.9 mmol/l at the time of incident. The customer reported the current blood glucose level of 6.6 mmol/l. Troubleshooting was performed related to the issue. The customer was asked that how much insulin she had used to fill the insulin. The customer reported that 133.2 units over two hours later, it still showed as 130.6 units. The customer had programmed the following boluses. The customer treated the blood glucose reading with injection. The customer declined to trouble for the high blood glucose. The product is not expected to return for analysis.